Manufacturer narrative:
The investigation was unable to determine a definitive assignable cause, however, based on the information available, the most likely assignable cause of this event is due to a non-reactive cartridge, where the integrity of the foil wrapper was compromised during shipment or storage on site, exposing the slides to ambient conditions, though this could not be verified. Acceptable vitros ca results were obtained from the cartridges in use prior to the affected cartridge, and using an alternate slide cartridge (same lot) after the effected slide cartridge was unloaded from the instrument. The assignable cause of this event is unknown.

Event description:
A customer reported a lower than expected vitros ca result was obtained from a non-vitros quality control fluid run on a vitros 5600 integrated system. Biorad multiqual l3 lot 45770 result of 9.35 mg/dl vs the expected result of 13.10 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected ca result was generated from a qc material, however the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).